Manufacturer narrative:
Product event summary: data files were not returned. The flexcath sheath was returned and analyzed. Visual inspection of sheath showed that the device was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. A dissection showed that the hemostatic valve was leaking. In conclusion, the reported issue of air ingress was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, air bubbles were observed when aspirating the sheath. The sheath was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.